Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a polymorphic transvenous episode. During a stress test, it appeared that the additional vector was the only vector that did not show oversensing. Additionally, a shock was delivered in (B)(6) 2022 on polymorphic ventricular arrhythmia, which was double counted. Data analysis was performed, and boston scientific technical services identified the low r-wave situation causing inaccurate rate counting for this device while in secondary vector. From latitude data it appears the device was reprogrammed to alternate vector. There was a smart pass episode which showed a sudden signal loss which may be possible due to real asystole. T-wave oversensing was observed in both primary vector and secondary vector and there was undersensed beats due to a high degree of amplitude variation in slow rate. The patient is scheduled for an ablation procedure. The physician will decide what vector is best to be programmed. No additional adverse effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a polymorphic transvenous episode. During a stress test, it appeared that the additional vector was the only vector that did not show oversensing. Additionally, a shock was delivered in november 2022 on polymorphic ventricular arrhythmia, which was double counted. Data analysis was performed, and boston scientific technical services identified the low r-wave situation causing inaccurate rate counting for this device while in secondary vector. From latitude data it appears the device was reprogrammed to alternate vector. There was a smart pass episode which showed a sudden signal loss which may be possible due to real asystole. T-wave oversensing was observed in both primary vector and secondary vector and there was undersensed beats due to a high degree of amplitude variation in slow rate. The patient is scheduled for an ablation procedure. The physician will decide what vector is best to be programmed. No additional adverse effects were reported. This device and electrode remain in-service.